Event description:
It was reported that the patient presented for an implant procedure. The physician had opted for a jugular vein approach despite the recommended approach via the femoral vein. During the procedure, the selected approach made it difficult to position the leadless pacemaker adequately. Eventually, the leadless pacemaker was fixated with intermittent torque transfer from the delivery catheter. Pacing impedance increased significantly, and a right ventricle perforation was noted leading to cardiac tamponade. The device was retrieved, and thoracic surgery was performed. The patient condition remained stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.